Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient including disability, infection, hernia recurrence, chronic pain and subsequent revision surgery. The instructions-for-use (IFU) supplied with the device lists hernia recurrence and infection as a possible complication. In regards to the infection, the warning section of the IFU states "if an infection develops, treat the infection aggressively. Consideration should be given regarding the need to remove the mesh. An unresolved infection may require removal of the prosthesis." This MDR represents the bard/davol ventralex st (device #1). An additional MDR was submitted to represent the bard/davol ventralex st (device #2). Should additional information be provided, a supplemental MDR will be submitted.

Event description:
Attorney alleges: "on (B)(6) 2017, the plaintiff was implanted with the product, bard/davol ventralex st (device #1) in the course of a ventral hernia repair surgery". "Further to implantation with the mesh, plaintiff suffered the development of mesh failure, hernia recurrence, infection and chronic pain". "On (B)(6) 2020, the plaintiff underwent another surgery involving the implantation of the product, bard/davol ventralex st (device #2). "On (B)(6) 2020, the plaintiff underwent another corrective revision surgery". It is alleged that, "the implantation and failure of the mesh had a devastating impact on the plaintiff, leaving him with permanent injuries including scarring, disfigurement, and chronic pain". It is alleged that the plaintiff sustained injuries, including mesh failure, hernia recurrence, infection, chronic pain, psychological and emotional injuries and permanent physical disability and "the plaintiff continues to undergo medical care and treatment". It is also alleged that the patient sustained personal injury and the device was defective.